Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that they never had anything but trouble with their implant and that it didn't help at all and had made it worse. The patient reported undergoing an MRI which showed the implant was down too low. The patient reported that the implant surgery caused damage in their arm and punctured a lung during surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.